Event description:
Ous MDR - it was reported that during implantation, the shock deliveries were inappropriate. Shock impedances were at <25 ohms and the ICD showed eri. The ICD was explanted.

Manufacturer narrative:
Ous MDR - dot-shaped spots of molten titanium indicate a sparkover during the shock delivery between the housing and the hv-1 conductor of the lead. The ICD underwent an electrical incoming goods inspection, during which it showed the device status eri. Memory content of the device was checked; the device had recorded 14 charge processes. The shock table showed a recurrent shock impedance of "<25 ohm" from the 4th recorded charge process on. This indicates a shock delivery into a low-ohmic shock path, which can damage an ICD. The shock table also showed that all subsequent charge processes were either aborted or had a charge time up to the limit of 20 seconds. The ICD's capability to provide therapy was tested. Antibradycardic output signal was normal and matched the programmed values. A manual shock delivery with 1 j of energy was automatically aborted after the charge time limit of 20 seconds has been reached. A destroyed final shock stage of the electronic module was identified. This damage is consistent with the shock impedance of "25 ohm" documented in the shock table, as well as with the sparkover traces in the ICD housing. The analysis did not indicate a material defect or manufacturing error. In summary, during a shock delivery, a sparkover occurred between the hv-1 conductor of the lead and the ICD housing. This points toward a defect lead insulation. This conclusion is supported by the sparkover traces on the housing. The sparkover during the shock delivery equals a shock delivery into a low-ohmic shock path. This "short circuit" destroyed the final shock stage, which does not constitute a shortcoming of the device. The subsequent device status eri was the result of the charge time limit of 20 seconds being reached as a consequence of the damaged final shock stage. The battery itself was not discharged. There was no material defect or manufacturing error.